Event description:
I have a resvent CPAP machine model I- breeze 20a. About the first of march it stopped working correctly. At times it gives short, rapid breaths of air, other times it would blow more air than it was supposed to. I tried different size mask over the past couple of months. I have another machine that I have, and finally I thought to try it. My sleep has gone back to normal with the other machine. I don't know what happened that caused it to haywire. I use uab sleep center in (B)(6), after messaging with them several times I was told they have had complaints from other patients about the short pulsing of air. I don't know if you have received complaints from others but it took me a couple of months to figure out. My apnea events ranged from the teens to the 20s during this time and my quality of sleep suffered. I would still be suffering, had I not had another machine to fall back to. Thank you (B)(6).